Event description:
There was an allegation of questionable elecsys probnp ii stat results for 1 patient sample on a cobas e 602 module. The customer was performing instrument comparison studies which caused them to question the initial result. On (B)(6) 2026, the initial result was 72 pg/ml. On (B)(6) 2026, the sample was repeated twice on another analyzer and the results were 7030 pg/ml and 6718 pg/ml. The sample was repeated again on the original analyzer and the result was 7011 pg/ml. The result of 7011 pg/ml was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.